Manufacturer narrative:
Result: review of the device history record is being conducted. Histopathological evaluation will be performed upon receipt of the device.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa, size21) was explanted after 5.5 years due to structural valve deterioration.